Manufacturer narrative:
The reported event of oversensing noise was confirmed. A complete lead was returned for evaluation. X-ray examination found potential anomalies at the distal header coupling section. In this region, the inner coil appears to be stretched and was separated from the stopper. Electrical testing found the continuity reading of the inner coil was varying. Destructive analysis was performed and verified that the inner coil was separated from the stopper and the helix shaft, and that the welds were missing between the stopper and the inner coil. The cause of the reported event was isolated to the missing weld.

Event description:
It was reported that during procedure, the patient's right ventricular (rv) lead was oversensing noise. The rv lead was not used and replaced. The patient was stable throughout procedure.